Manufacturer narrative:
(B)(4).

Event description:
A pump alarm was heard. Interrogation revealed a critical alarm associated with a pump reset associated with low battery. The pump was in safe state mode. The pump was used to deliver morphine. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.